Manufacturer narrative:
(B)(4). Date sent: 11/5/2024. H6: health effect ¿ clinical code gastrointestinal system (e10). Additional information was requested, and the following was obtained: 1.please clarify when the issue was identified (intra-op/post-op) the issue was identified post operatively. 2. Was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? There was a pin point gap in the staple line that was observed where the leak occurred. 3. How was the leak identified? The patient had complications post operatively so returned to theatre. 4. How was the leak addressed? The patient was reoperated on in theatre. 5. Did the leak alter the procedure in any way? Not the initial procedure but it did mean reoperation. 6. Could you please clarify if there were any patient consequences? This patient had a proximal ileostomy. 7. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This is a query as the devices performed in surgery so were not kept to return. The surgeon are querying this as there have been 9 cases since june when leaks have occurred post operatively. The leeks have occurred at the staple line. All patients were reoperated on and sadly 2 patients passed away following on from reoperation. The cases involved include 2 sub total colectomies, 5 right hemi colectomies and one left hemicolectomy. All cases were elective and have involved the same consistent teams and practices. I have asked for the questions to be answered to obtain further information for all of these cases so will forward once I have this information.

Manufacturer narrative:
(B)(4). Date sent 10/21/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Please clarify when the issue was identified (intra-op/post-op) the issue was identified post operatively. 2. Was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? There was a pin point gap in the staple line that was observed where the leak occurred. 3. How was the leak identified? The patient had complications post operatively so returned to theatre. 4. How was the leak addressed? Re-operation. 5. Did the leak alter the procedure in any way? Not the initial procedure but it did mean reoperation. 6. Could you please clarify if there were any patient consequences? Patient sadly past away post operatively. 7. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Did the device cut at all? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Would the surgeon like to speak to ethicon? If yes, please provide 3 dates and times est. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was a leak in the patient.